Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38-no motor movement or negligible movement. Retries to free a stuck motor failed. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. Customer was able to clear the error and complete the rewind process, but pump did not pass displacement test. No harm requiring medical intervention was reported. Mmt-1812 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08970 inches. No unexpected pump error 38 alarm noted. Successfully downloaded history files and traces using thump. Pump error 38 alarm was found on: 08/18/2024 19:48:00.000 pump error 130 alarm was found on: 08/18/2024 17:09:15.000 08/18/2024 18:50:40.000 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Pump error 38 alarm and pump error 130 alarm were confirmed according in the formatted history file, problem isolated on the motor assembly noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 19-aug-2024 in the formatted history file. Lostsensor1alert (780) was found on: 08/19/2024 19:46:00.000 08/19/2024 19:56:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Pump error 38 alarm and pump error 130 alarm were confirmed according in the formatted history file, problem isolated on the motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.